Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported there are black particles in the syringe. To aid in the investigation, eleven samples were received for evaluation by our quality team. Seven samples came in opened packaging blisters and four samples came in sealed packaging blister. A visual inspection was performed with a 10x magnifier lens and no defects were observed. All the samples received have rub marks. Rub marks are considered imperfections and acceptable. A device history record review was completed for provided material number 309653, lot number 8332823. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ tip syringe had black foreign matter in it. The following information was provided by the initial reporter: "our production team identified several black particulates/residue on a bd 60 ml syringe".